Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had expired. The cause of death is unknown.

Manufacturer narrative:
(B)(4). The device was subjected to visual inspection, as well as functional and flow testing. Based on the results of the investigation, it was determined that the pump flowed and operated per specification